Manufacturer narrative:
On april 09, 2025, mentor received the following additional information: the patient was diagnosed with bilaterally deflated breast implants during a physical exam with a medical professional. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025. Date of explantation: (B)(6) 2025. As an event for the contralateral side was indicated, another file was generated to document the event. On (B)(6) 2025, mentor became aware that the patient underwent bilateral removal and replacement with 375cc mentor smooth round moderate profile saline breast implants during the revision surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced a deflated implant of an undisclosed side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 10, 2025, the mentor analysis lab received the suspect medical device for evaluation. With the return of the device, it was determined to be a smooth saline implant. The brand name was updated. On august 01, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified two tears (a and b) on the posterior view, one (tear a) within the crease/fold, and measuring both tears approximately 0.1 cm. In addition, no other leaks sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture b, and parallel striations were found in the whole area of the tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of tear b in the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the possible cause of rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).